Manufacturer narrative:
(B)(4).

Event description:
The explanted products were discarded, so analysis is unable to be performed. Review of the lead device history records confirmed all quality specifications were passed prior to distribution. No additional relevant information has not been received to date.

Event description:
It was reported by a company representative that on (B)(6) 2016 a physician observed high impedance >10,000 ohms three different interrogation times. The patient was implanted (B)(6) 2014. She scheduled him for an x-ray, but did not see any obvious lead breaks. The mother reports that over the past week, the magnet has not been effective at stopping seizures either, most likely due to the high impedance. The patient did not report any recent falls or trauma to the md. The patient did not report any adverse events due to the high impedance so md did not turn the device off. The patient was referred for surgical consult, with the intent to also turn off the device. Surgery is planned, however no known surgical intervention has occurred to-date. Additional relevant information has not been received to-date.

Event description:
It was reported that the patient underwent generator and lead replacement. The explanted generator and lead have not been received for analysis to date.